Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 200 mg/dl. Customer caused of hospitalization was high blood glucose and ketones. Customer was in the hospital for 3 1/2 hours and was let go. Customer was wearing the pump at time of hospitalization. Customer was assisted with changing carb ration and attempted to explained ketones.